Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 4121574. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This catalog was obsoleted and did not have an expiration date. H3 other text : see h.10.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 200bx1600 hp ca experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: item # 309311 lot # 4121574 without exp date info. Found items within old stock. Advised pharmacy this is discontinued.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 200bx1600 hp ca experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: item # 309311 lot # 4121574 without exp date info. Found items within old stock. Advised pharmacy this is discontinued.